Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, balloon deflation difficulties occurred. A right vein graft to the proximal right coronary artery was being treated for in-stent restenosis. The lesion was predilated with a 15mmx3.0 mm balloon to 6 atms. The physician was not able to determine if the balloon was inflated, so he drew negative and inflated the balloon again. The balloon filled proximally, but not distally. The balloon was inflated for 10 seconds and when the physician attempted to deflate the balloon, it would, not deflate. Deflation was attempted several times, unsuccessfully. The physician removed the balloon while it was inflated and the procedure was aborted. There were no reported pt complications and the current pt condition is reported as "fine".

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.